Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be submitted.

Event description:
During the operation, the lower extremity venous filter could not be released during the implantation process. After removal, a new filter was replaced and placed successfully. The sample cannot be sent back because the patient has an infectious disease.